Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, MDR decision has been re-run and is not reportable. Upon receiving additional information, the surgeon indicated the patient was not considered serious. The surgeon indicated that the his technique was responsible for the patient wound and the device functioned correctly.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, the device was inserted into the abdominal wall. Then, the doctor checked the abdominal cavity by endoscope, and it was found the hole of the bowel. Another device was used to complete the procedure. There were no adverse consequences for the patient.